Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed self test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump's right arrow button was not working. The customer¿s blood glucose was 176 mg/dl. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was not moving with no input. Troubleshooting was done for keypad anomaly. Customer was advised to remove battery from insulin pump and replace with a recommended new or fully charged battery. Customer stated the buttons were not responding. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis.